Event description:
A valve was implanted in ventriculo-peritoneal. As the doctor couldn't change the pressure setting of the valve, the valve was explanted. The doctor requested to check the valve.

Manufacturer narrative:
The incidence has been reported to manufacturer on march 2009. Results of analysis will be developed in a follow-up report.